Manufacturer narrative:
Pump received with critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. No moisture damage was found on the keypad assembly, force sensor or motor during visual inspection. Pump received with scratched case, pillowing keypad overlay, cracked retainer, texture damage on the keypad overlay, cracked case behind the pump near the battery compartment, cracked battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.